Event description:
Revision surgery - due to fracture.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-00151; 425-97-009,s800 - revision surgery,revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.